Event description:
It was reported that this right atrial (ra) lead was repositioned due to it was found dislodged during an xray procedure. Lead remains in service, and no additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to it was found dislodged during an xray procedure. Lead remains in service, and no additional adverse patient effects were reported. Six months later, this ra lead was explanted due to loss of capture and high thresholds and it was replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to it was found dislodged during an xray procedure. Lead remains in service, and no additional adverse patient effects were reported. Six months later, this ra lead was explanted due to loss of capture and high thresholds and it was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.